Event description:
A hospital in (B)(6) reported that the inspiratory limb of an rt380 adult evaqua2 breathing circuit became disconnected from the chamber and caused patient desaturation.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned for evaluation, it was discarded by the hospital staff despite our multiple requests for the return of the device. Therefore, our investigation is based on the information provided by the hospital, previous investigation of similar complaints, and our knowledge of the product. Results: the customer reported that they did not notice any damage to the rt380 breathing circuit involved in the reported incident. Furthermore, they have reported that the complaint device was used for another 13 days after the reported incident with no further issues. A lot check revealed no other complaints of this nature for lot number 1302060301. Conclusion: without the return of the complaint device we are unable to determine the root cause of the problem experienced by the customer. However, the customer was able to use the complaint device for 13 days after the reported incident without any further issues. This suggests that the reported incident was most likely due to incorrect set up. All breathing circuits are pressure tested and visually inspected prior to being released for distribution. Any breathing circuit that fails is rejected. The user instructions that accompany the rt380 breathing circuit state the following: "check all connections are tight before use." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." A fisher & paykel healthcare representative has offered training sessions on multiple occasions to train the hospital staff on the correct set up and use of the rt380 breathing circuit.